Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: blue, battery life remaining: <10 months. Customer reports: unable to wind the screw down without forcing it. Per visual inspection: no cosmetic damage noted. The inpen paired to the commercial app with small pairing dose. The screw is not bent. However, advances when turning dose knob to the 0 mark and resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. In conclusion: the customer complaint of leadscrew anomaly was confirmed.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. Customer¿s blood glucose was 500 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.